Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the start of the procedure and the planned treatment was completed using the front arm. The philips field service engineer (fse) inspected the system onsite and confirmed that the system displayed tube anode problem. Review of the system log file showed that there was a malfunction with x-ray generator. Upon troubleshooting, fse found that the issue was due to the short circuit in anode drive unit (adu) which burned out the circuit board and blew the fuse in the miu. To resolve the issue, fse replaced the anode drive unit (adu) and power fuses of the side generator. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue was with the lateral arm, and the procedure was completed using the front arm without any delay. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave an error indicating the tube anode had a problem, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.